Manufacturer narrative:
The results of the technical services investigation are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a new implant procedure with successful insertion of the pacemaker. System function was tested during the procedure and found to be normal. There was no known allegation from the health care professional suggesting system malfunction. It is reported that the patient developed respiratory failure after being extubated, incurred a respiratory arrest and did not survive.